Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump ejected insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/28/2015 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed evidence of a load step malfunction illustrated with a cs 163 warning. A prime sequence was successfully completed with no load step malfunction issues. The force sensor calibration reading was below specifications. The pump was opened and there was no damage observed to the internal components of the pump. The force sensor resistance was found to be above specifications. Unrelated to the initial complaint, the battery compartment was cracked and had stripped threads. The battery cap had a damaged ¿coin slot¿, and the display screen was dim and discolored.